Manufacturer narrative:
According to the information provided to the manufacturer, the patient expired and the pump was disposed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that patient was found expired at home by her niece. The medical examiner estimated that the patient had been dead around a week before she was found. The patient was transferred directly to the funeral home.